Event description:
Per the clinic, the patient experienced infection at the implant site and was treated with oral antibiotics (specific type and duration not reported). However, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on october 05, 2022.